Manufacturer narrative:
(B)(4). Date sent: 11/18/2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 12/6/2024 d4: batch #253d80 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and a gst45b reload loaded on the device. The reload was received unfired with a missing sled and the reload pan partially dislodged from the left proximal side. In addition, 1 double driver missing, making the reload non-functional. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device opened and closed without any difficulties noted and no power intermittent were noted. No conclusion could be reached on what may have caused the reload pan to dislodge. The condition of the missing sled is possible that when removing the staple retainer in an upward and distal to proximal sliding manner prior to loading the reload into the device it can eject the sled from the proximal end of the reload. The IFU instructs the user to leave the staple retainer in position until the reload is loaded into the device. Please reference the instruction for use for more information. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number 253d80, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure there was a defective device.

Manufacturer narrative:
(B)(4). Date sent: 11/7/2024. B3: event year only reported: 2024. D4 batch #: unknown. Additional information was requested and the following was obtained: after 10 uses, clamp stops for several seconds during stapling, then starts again, difficult to reopen. Is the current patient status known? Good. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. Please explain in detail what was the issue with the device. Was the firing sequence started but not completed? Yes. If yes: did the device deliver any staples? Yes. If yes, were the staples formed properly? Yes. If yes, was the staple line complete? No. Did the device cut? Yes. If yes, was the cut line complete? No. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No. Was there any difficulty opening the device? No. If yes, how was the device removed from the patient? Reverse switch. If yes, did the jaws eventually open? Yes. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.